Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b] toothbrush broke off [device breakage]. Case narrative: consumer via phone stated that their toothbrush broke off in the middle of brushing. No injury was reported.